Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to dislocation/subluxation. Srnjr number: (B)(6). Side: r. Gender: f.

Manufacturer narrative:
The alleged complaint could not be confirmed. Review of the complaint does not reveal any failure involving this implant. Mpo was made aware of this incident through the united kingdom national joint registry. The revised products were not returned, and no explant images, radiographs, operative notes, or other clinically relevant documentation is available for review to confirm this occurrence. This implant was implanted in a 80 yo female patient for approximately 1 month before revision due to dislocation was required. These lots were manufactured in 2020 (pha04408), 2022 (pha060e0), and 2024 (ppec0l32, ppamq048, prxmdc01). Review of the design history record (DHR) for the subject manufacturing lots indicate that these implants were manufactured to specification. There are no trends for these implants and failure. Dislocation is one of the most common complications of total hip arthroplasty and can be influenced by both patient and/or surgical factors such as implant choice, technique, implant alignment, and tissue laxity. The microport hip systems package insert (150803-9) lists ?dislocation, migration and/or subluxation of prosthetic components from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity? As a potential adverse effect of total hip arthroplasty. Without additional details, no conclusions can be drawn. Mpo will continue to monitor for complaint trends. Methods: analysis of production records (3331). Device not returned (4114). Trend analysis (4110). Results: no findings available (3221). Conclusions: device met specification. Device was used for treatment. Known inherent risk of device (22). Cause not established (4315). Correct type of reportable event: serious injury.